Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that during preventative maintenance, the automated impella controller (aic) displayed a controller failure issue. After consulting with engineers and troubleshooting, replacing the purge pressure sensor controller resolved the issue. Purge pressure sensor was changed on the console. No patient involvement.

Manufacturer narrative:
The investigation for the console (aic) red alarm has been completed. Data logs were reviewed which confirmed the reported failure. There were numerous instances of purge pressure sensor defective controller failure (event set # (B)(4)) found on the reported occurrence date. The console was returned for evaluation finding that the reported controller failure was able to be reproduced. The controller failure was determined to be caused by a defective purge pressure sensor.